Event description:
The user noticed missing auditory sensation on the right ear since around 07-jun-2024. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation is planned in (B)(6) 2024.

Event description:
The user noticed missing auditory sensation on the right ear since around (B)(6) 2024. Re-implantation is scheduled for later in (B)(6) 2024.

Event description:
The user_s hearing performance with the concerned device is affected. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.